Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the lead exhibited loss of capture, high impedance of 2000 ohms and loss of sensing in bipolar. The patient was asymptomatic and not pacemaker dependent with an intrinsic rhythm of 50 pulses per minute. When programming was switched to unipolar, pacing and sensing were reestablished, but some musculoskeletal oversensing was observed. The lead was replaced.